Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the surgeon performed an unknown procedure and the matrix wave screw broke off during implantation. The broken shaft of the screw was removed. There was a surgical delay of 15 minutes. It was unknown if there was a patient consequence. No procedure outcome reported. This report is for a matrixwave mmf ti 1.85mm screw self-drilling/8mm length. This is report 1 of 1 for (B)(4).